Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the maryland bipolar forceps instrument for evaluation per the complaint details. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A review of the instrument logs showed the maryland bipolar forceps instrument (part# 470172-16 / lot# n10210712-0013) was last used on (B)(6) 2022 during this reported procedure with system (B)(4). The maryland bipolar forceps instrument had 1 use remaining. The product information was not captured in the procedure log. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the maryland bipolar forceps instrument had a fractured wire. The customer noted that an adverse event treatment was reported to the hospital. At this time, it is unknown what caused the event to occur and what medical intervention was taken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer discovered that the wire on the maryland bipolar forceps instrument was fractured. There was no report of any fragments falling inside the patient. The customer noted that an adverse event treatment was reported to the hospital, but no details were provided. The maryland bipolar forceps instrument was tested by the site. The maryland bipolar forceps instrument is not available for return to intuitive surgical, inc. (Isi) for evaluation. The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure successfully. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The site was performing a da vinci-assisted radical salvage prostatectomy surgical procedure. The site observed that the instrument had a broken silver cable. It was confirmed that no fragments fell inside the patient during the procedure. The instrument's cautery function was working fine. No instrument collision was observed. No evidence of thermal damage was identified on the instrument. The instrument conductor wire insulation was not damaged with the internal wires exposed. The patient did not experience any intra-operative complications. The prolonged operation was completed robotically. According to the surgeon, this reported event did not affect the patient¿s health and would not cause any long-term complications. Additionally, the patient is currently doing well. It is also confirmed that the instrument is not available for return to isi for evaluation. There is no video recording of the procedure, but images of the instrument damage were reportedly uploaded, but they have not yet been received as of the date of this report.